Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a angioplasty procedure a balloon rupture occurred. The 85% stenosed lesion was located in a moderately calcified and moderately tortuous right subclavian vein. There was no resistance encountered. On the first inflation the f/g sterling otw 8.0 x 40/80 (4f) balloon was inflated to six atmospheres. On the second inflation the balloon ruptured at twelve atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.